Event description:
It was reported that the patient left ventricular (lv) lead has showed complete loss of capture and a gradual decrease in the pacing impedance from around 660 to 330 ohms. There is no artifacts evidence and no capture in all possible configurations, even at max output. It was suspected that this patient left ventricle may be infarcted or the lv lead may have an insulation anomaly. This lv lead remains in service and no adverse patient effects were reported.